Event description:
It was reported that during an anterior resection, was unable to relocate the anvil onto the trocar. The doctor advised that the pt had a bulky mesentery and a prominent sacral promontory which may have impeded the coupling of anvil to stapler, however he was able to relocate the initial anvil onto the second stapler without difficulty. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.